Event description:
Additional information was received indicating that the rv lead is no longer in service. No additional adverse patient effects were reported. Attempts to obtain additional information were unsuccessful.

Event description:
Boston scientific received information that high out of range pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead since two years ago. Noise with oversensing was also noted more than two years ago but no new events were observed since. Rv pacing threshold measurements and intrinsic r-wave amplitude remained within range. Boston scientific technical services (ts) discussed the issue and advised further investigation to rule out or confirm a potential lead issue or connection issue. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.